Event description:
It was reported via merlin.net transmission non-sustained lead noise episodes due to far field p-wave oversensing. Patient did not receive inappropriate therapy. Device was reprogrammed and patient condition was good. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that far p-wave oversensing was again observed. The device was reprogrammed. Patient monitoring will continue.